Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-01730.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod coils and a lantern delivery microcatheter (lantern). During the procedure, while advancing a pod coil into the lantern, the physician experienced resistance and the pusher assembly of the pod coil became kinked. Therefore, it was removed. It was also reported that the lantern was flushed. Subsequently, the physician attempted to advance a new pod coil through the lantern; however, the same issue occurred. Therefore, the pod coil was removed. It was also reported that the lantern was flushed between each coil. The procedure was completed using new pod coils and the same lantern. There was no report of an adverse effect to the patient.